Event description:
It was reported that the patient had supratherapeutic international normalized ratio (inr) on 01sep2023 with instructions to hold coumadin (warfarin).the patient had a hemorrhagic stroke on 04sep2023 and experienced altered mental status. A computed tomography (CT) scan was performed and the patient was diagnosed with a subdural hematoma. The hematoma was evacuated on 05sep2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.